Event description:
Patient implant on (B)(6) 2010 of a (B)(4) bifurcated device, and a (B)(4) limb extension. A 6 month post operative follow up revealed the iliac artery aneurysm had grown creating distal type I endoleak. On (B)(6) 2010, the patient was treated with a (B)(4) and a (B)(4) limb extensions which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Progression of iliac artery aneurysm contributed to endoleak. Endoleaks are a known risk of the procedure.